Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg had migrated. It was also noted that the patient was experiencing charging issue. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.